Event description:
Respiratory therapist (rt) attempted arterial line insertion. Rt performed the arterial puncture and obtained a flash. Once the flash was obtained, rt advanced the guidewire. As the rt advanced the guidewire, rt noticed the wire would not advance fully as it should. Rt withdrew the guidewire, and rt noticed the wire looked as though it came apart. The guidewire was still in one piece; however, it looked as though it unraveled. Description - 20g radial artery catheter 4.45 cm length, 0.18 in diameter spring-wire guide.